Event description:
Customer's family member reported device = 185 mg/dl at 9 am. Family member called the dr and took customer to the emergency room (ER). ER device = 75 mg/dl which was 1.5 hours after eating. ER checked customer's urine for keytones and they were released. No controls were used. A request was made for return product and replacement product was sent.